Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had further troubleshooted the unit and it was being found that the console never triggers and that is out of the cart when removed. Than the fse had further done the internal inspection and finds that the "optical sensor" that detects in/out of the cart status was being disconnected from the backplane. Than the optical sensor is being again reconnected to backplane. So, that the unit now properly detects when the console is in or out of the cart. The unit had passed all the tests and calibrations to manufacturer standards and is released for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A flight nurse, called requesting assistance with a helium issue on a cardiosave not while in use. He states he was performing the daily checks, and the helium is showing low while in rescue configuration. He returned the pump to hybrid configuration and replaced the helium tank. The hybrid configuration showed full helium indicator on the screen. He then placed the pump into rescue configuration, and the helium icon shows very little helium once again. There was no patient involvement.